Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip is broken off the conical tap 7mm and has not been returned. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms based on the information provided, although the device broke inside the patient, there was no retained foreign body and no delay reported. Per correspondence, the procedure was successfully completed with a backup s+n device without further medical interventions. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation. No further patient impact beyond the modified surgical procedure would be anticipated based on the information provided. No further medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during used in revision hip conical tap 7mm broke inside the patient the procedure finished with a smith and nephew backup device. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.